Manufacturer narrative:
Philips has investigated this complaint. According to additional information received, although the issue occurred while the system was in clinical use, the issue was intermittent and the customer was able to use the system after trying a second time. The procedure was completed as planned and no patient or user harm or injury was reported to philips. A philips field engineer (fse) inspected the system onsite and confirmed the reported problem. Analysis of the system log files identified x-ray tube arcing. The fse performed an x-ray tube conditioning. After the tube conditioning, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system could not emit x ray. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint. The complaint device azurion 3 m15 (722280) is not sold in the us. However, its similar device 722222 is marketed in the us under 510(k): k200917